Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the rental unit has a 3,4 light when not breathing on it instead of the no breath detected alarm.

Manufacturer narrative:
The technician found the manifold hose was leaking.

Event description:
The technician found the manifold hose was leaking. The provider states the rental unit has a 3,4 light when not breathing on it instead of the no breath detected alarm.